Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was interrogated due to a fall. It was noted that a right atrial (ra) lead warning had occurred for an unknown reason. Noise was also observed on the ra lead and right ventricular lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead warning for an impedance issue on the ra lead.